Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Manufacturer narrative:
Follow up # 1/supplemental report text 02/11/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 2/supplemental report text- 2/28/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 1:05pm. The patient reportedly obtained a blood glucose result of "339mg/dl" with the subject meter. In addition to oral medication (type and dose unspecified), the patient stated he also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the alleged inaccurate high reading. According to the csr's documentation, approximately 45 minutes to an hour later, the patient reportedly developed symptoms of shaking, nausea, weakness, and feeling clammy. The patient denied testing her blood glucose with another device. Sometime between 2-4:30pm, the patient indicated she administered self-treatment by consuming glucose tablets/glucose gel. During troubleshooting, the csr verified the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of sever hypoglycemia after the alleged meter issue began.